Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging a strip issue, some strips did not work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacment products were sent to the patient.